Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set did not flow; further described as "on examination, treatment was still in the bag and had not been infused". This issue was identified at the end of patient infusion with an unspecified pump. It was further reported that when the front of the pump door was opened, the line was not in sequential chamber and showed indentation marks. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: upon further investigation, it was determined that there is no allegation against the unspecified baxter set. Should additional relevant information become available, a supplemental report will be submitted.